Event description:
A 28 diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unk. It was reported the aortic neck was found to ahve dilated and measures 27 - 30 mm with stent graft migration of 15 mm; however, a type 1 endoleak was not present. It was also rpeorted an aortic cuff is planned to be implanted at a later date. No additional information was received.